Manufacturer narrative:
Intuitive surgical, inc. (Isi) received the integrated electro surgical unit (iesu) to perform failure analysis. The integrated electro surgical unit (iesu) was analyzed. The reported failure was confirmed and reproduced when the unit was placed on an in-house system and run in normal mode. The complaint was confirmed by failure analysis.

Event description:
Refer to h10/h11 for follow-up information.

Manufacturer narrative:
An investigation is in progress to determine the cause of this reported event. An intuitive field service engineer (fse) went on site and replaced the integrated electro surgical unit (iesu) to resolve the issue. An RMA was issued to evaluate the intuitive surgical, inc. Additional information is being gathered to determine the contribution of the device to the customer reported issue.

Event description:
It was reported that during a da vinci-assisted malignant hysterectomy surgical procedure, the system had an issues with the integrated electro surgical unit (iesu) through multiple cases. The procedure was completed with a third-party iesu. There was no patient injury. An intuitive surgical, inc. (Isi) followed up with the initial reporter and obtained the following additional information: the reported iesu faults occurred during procedure, not during system start up.